Manufacturer narrative:
The returned ins passed all {functional} testing in the laboratory. No anomalies were identified. Analysis of the lead (product ID 388928, lot# 0206044871) found that all conductors were broken near the tines; 5 cm from the distal end of the lead. No electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Info references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 20-jun-2016. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See also mfg. Report nos. 3004209178-2015-07475, 3004209178-2015-07476, 3004209178-2015-07477. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a lead replacement. It was noted that the consumer experienced a loss of effect post spinal surgery. The consumer had two previous lead problems, one due to overuse on a ride on lawn mower and then next lead fracture was due to falling from a ladder. This event was described as post-lumbar surgery. It was noted that it was not sure why lumbar surgery would have caused loss of effect, but this was what the consumer reported. The hcp was not keen to do a fourth lead, but the consumer was very persuasive to have it fixed. An impedance test and multiple programs were tried to fix it. The consumer was then given botox and this put her into retention, which she did not like, so wanted the lead fixed. It was not known if interventions/actions were taken to resolve the issue. The issue was noted as resolved. The device was removed and replaced to correct initial problems and battery replaced as a cautionary procedure to avoid another operation in the next twelve months or so. It was noted that there was no issue with the battery, it was just about half depleted and changed to save the consumer from having to return to theatre too soon. A battery test was done and showed 28-47% battery life remaining.